Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter, product ID: 8782, serial# (B)(6), implanted: (B)(6) 2014, product type: catheter. H3: the 8780 catheter was returned. And visual inspection identified, there was damage to the transition tubing. The 8782 catheter was returned. And no anomalies were noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a device manufacturer representative on 2021-apr-21. It was reported that a catheter revision occurred on 2021-apr-16. The hcp was able to aspirate from the catheter once the pump was removed from the pocket. It is unknown if the pump was clamping off the catheter because the hcp did not try to aspirate with the pump in the pocket. The hcp decided to change the pump segment to be safe. There was no obvious catheter damage or disconnection according the hcp, however the returned product paperwork stated "broken catheter." The devices were returned for analysis. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-dec-2015, UDI#: (B)(4). The manufacturer¿s device registration system indicates that the pump segment of the catheter was revised. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at 3.980 mg/day) and bupivacaine (15 mg/ml at 5.970 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient called the physician this morning to report withdrawal symptoms. The symptoms were not described to the reporter. The patient was brought into the office by the physician. The dosing information was verified, and the physician decided to give the patient a 0.5 mg bolus in the office to see if that would help with the patient¿s symptoms. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient had a pump replacement procedure on (B)(6) 2021. The physician was thinking about completing a dye study. The reporter was waiting to hear back from the physician about the plan and if a catheter revision would be scheduled.